Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, f/u imaging identified a proximal type I endoleak, a type ii endoleak from multiple lumbar arteries, and aneurysm enlargement of an unk amount. It was reported the proximal type I endoleak was caused by a build-up of plaque in the proximal neck. On (B)(6) 2013, a reintervention was performed whereby a stent was placed into the renal artery, and an aortic extender component was implanted to treat the proximal type I endoleak. Final imaging showed resolution of the proximal type I endoleak. It was reported the type ii endoleak was not addressed during the procedure. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.